Event description:
Per hospital staff, the patient reported multiple red alarms and decided to switch to a backup freedom driver.

Event description:
Per hospital staff, the patient reported multiple red alarms and decided to switch to a backup freedom driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating the primary motor did not engage for more than five seconds after a continuous open or short detected. Secondary motor was found in primary alignment; therefore, the alarm was likely triggered during the data extraction. Visual inspection of external components found fan cover had cosmetic crack and the power adaptor to the connector. Visual inspection of internal components found the front housing pem-nut eroding out of anchor boss. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation run. The driver functioned as designed without issue. The issue could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The alarm found during alarm review likely occurred during data extraction. The customer complaint was not replicated; the root cause of the reported multiple red alarms was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the reported event. Damage found to the fan cover, power adaptor, and the front housing was cosmetic only and did not affect the functionality of the driver. No evidence of a device malfunction was found. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.